Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Products: 5076-52 lead, implanted: 2007 (B)(6); 419488 lead, implanted: 2013 (B)(6); (B)(4) ICD, implanted: 2013 (B)(6); 6949 lead, implanted: 2007 (B)(6). (B)(4).

Event description:
It was reported that during a heart valve replacement procedure the leads were damaged. The lead were explanted and replaced. No patient complications have been reported as a result of this event.